Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the alarms. Customer's blood glucose (bg) ranged from 300-563 mg/dl. Customer went to the hospital and upon arrival, customer was vomiting. The customer changed the supplies and bg continued to rise. Bg was treated with intravenous insulin drip. Reportedly, the customer was released on 9/15/2019 with the issue resolved and no permanent damage.